Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. A new indeflator, filled with water was used to pressurize the balloon catheter. Water leaked out of the proximal end of the hypotube where the hypotube and strain relief tubing were kinked. It was then noted that the hypotube was broken into two pieces at the kink. It should be noted that the rx trek instruction for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case, continuing to use the rx trek after the kink was noted contributed to the further damage to device and the subsequent leak. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: stabilizer 0.014. Inflation: atrion. Guide cath: xbrca 6 fr. Sheath: 6 fr radial cordis. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified proximal right coronary artery, a kink was noted on the 2.5x8 rx trek catheter shaft/hub during unpackaging of the device. The physician decided to use the device and the catheter was advanced to the target lesion. An attempt was made to inflate the balloon and contrast was noted to be leaking from the shaft at the hub/shaft connection. The catheter was withdrawn from the anatomy and the procedure was completed successfully using a new 2.5x10 non-abbott balloon and deployment of two unspecified stents. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.